Event description:
It was reported that the catheter was "broken" and that the pump device failed and they were unable to "get it to work." The catheter was explanted. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4)